Manufacturer narrative:
Additional information was added to b3, b5, h6 and h10. B3: the incidents occurred within ¿the last 1-2 weeks). B5: the incidents occurred in the nicu (neonatal intensive care unit) and the issue is that the filter is cracking and leaking. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-dehp micro-volume extension sets leaked. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.